Event description:
Boston scientific recently received information from the patient via a patient information form that this previously surgically abandoned lead was apart of a system revision three years ago due to infection. No additional information could be obtained and this form was the first notification to boston scientific of the issue. There were no additional adverse effects reported.

Manufacturer narrative:
The lead status is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.